Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is raynaud's phenomenon. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having experienced "raynaud¿s phenomenon", side unspecified. Patient additionally reported "fatigue" and "joint pain." No treatment or surgical reoperation has occurred. Device remains implanted. This record represents the left side.